Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple intermittent alarms in the morning; therefore, the patient visited the hospital. When facility staff checked the history on the system monitor, low speed operations were recorded multiple times. The patient was asymptomatic when the low speed operation was recorded. There was no increase in ldh (lactate dehydrogenase), no hematuria, and no evidence of hemolysis. The patient was hospitalized. The log file captured numerous power/flow elevations throughout the event history. There were also four low speed advisories from earlier that morning. Speed dropped to as low as 7650 rpm. The patient had low speed again on the power module and at the time the patient was asymptomatic. It was highly suspected of driveline fatigue. The log file captured six additional low speed advisories since the previous log files were sent on (B)(6) 2022. It was possible that there was an issue with the driveline or the pump rotor¿s ability to spin properly. The patient was close to heart transplant so pump exchange may be ruled out. The patient was transferred and again ruled out the possibility of something passing through the pump. The patient was connected to the battery and no low speed operation had occurred. The log file captured numerous power/flow elevations throughout the event history. The power/flow elevations appeared to be patient related. These parameters were not associated with the driveline. Speed dropped to as low as 380 rpms. These events occurred while connected to power module and while connected to battery power. The new log file data recorded appeared to show a reduction in the number of pi (pulsatility index) events and a reduction in the recorded power and estimated flow values. There had been no further speed reduction recorded. Patient had multiple increases in pump power on (B)(6) 2022 and (B)(6) 2022. The cause of the power/flow elevation was unknown. The elevation had since resolved. The driveline issue could not be confirmed. The patient continued to be hospitalized and awaiting a transplant.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed events that appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of heartmate ii left ventricular assist system (lvas), serial number: (B)(6), did not confirm an issue which would have contributed to the events as the entire dl was not returned for testing. The log files submitted by the account and retrieved from the returned system controller captured several low speed operations while the patient was being supported by the power module, as well as by battery power. In addition, elevated power and flow events were observed separately from the low speed events. A specific cause for these elevations could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 5.5" from the pump housing. A distal portion including the controller connector was returned, measuring approximately 28"; however, approximately 5" of the internal, velour-covered portion of the dl was not returned for evaluation. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and detached from the pump inlet port. The apical sewing ring was returned loosely placed over the inlet extension. The sealed outflow graft bend relief and outflow graft were returned detached from the device with the bend relief properly attached to the outflow graft hardware and the bend relief collar secured. The outlet elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed inflow conduit, outflow graft, and pump body upon disassembly revealed no evidence of developed depositions or thrombus formations. An electrical continuity test of the returned dl was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test. The jacket, bionate, and metal-braided shield were unremarkable upon visual inspection. Upon disassembly, microscopic inspection of the wires revealed no breaches to the insulation. The dl was submerged in a saline bath for high potential testing. The test did not reveal any current leakage through the insulation of any of the dl wires that would have resulted in an electrical short. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting,¿ addresses all system controller alarms and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022 and had the heartmate 2 left ventricular assist device (lvad) explanted.